Manufacturer narrative:
Zimmer biomet complaint number (b)4). Date of event not provided. PMA/510k: additional 510(k) number is k101880. Lot #: lot number for device not provided. Device manufacture date: manufacturing device is unknown.

Event description:
It was reported that the implant threads became damaged. Doctor has requested a thread tap to clean the threads.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device location and length of usage are unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: contraindications, warnings, changes in performance, adverse effects DHR review: DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. A complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.